Event description:
It was reported that there were air bubbles in an unspecified line of a disposable cassette. The air was identified during peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported air. The technical service representative assisted the patient in ending therapy and advised the patient to finish therapy with manual supplies or restart with new supplies. During follow-up with the patient¿s nurse, the nurse reported that the patient had only recently been put on peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.